Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported either hearing at a very low volume or not hearing at all with the device for the past year. During a fitting appointment it was not possible to run an integrity test due to a possible device malfunction.

Manufacturer narrative:
Additional information: based on the received information, a technical implant failure seems likely. However, an investigation on the explanted device is necessary to determine an exact root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported either hearing at a very low volume or not hearing at all with the device for the past year. During a fitting appointment it was not possible to run an integrity test due to a possible device malfunction. Re-implantation has been recommended, but no date for revision surgery has been scheduled yet.